Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 1001320.

Event description:
It was reported patient's right s1 drg lead had migrated. Investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post-op.